Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely depressed cyclosporine a (csa) results on the dimension exl system. Hsc has reviewed the information provided by the customer and the instrument data. The issue is consistent with a calibration failure though cause of the failure cannot be determined. The issue was detected by quality control (qc) which was run after several patients resulted below assay range. This issue was resolved by recalibrating the assay. There is no evidence of a product non-conformance of the dimension exl system or the csa assay. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant, falsely depressed cyclosporine a (csa) results were obtained on patients' samples on a dimension exl 200 instrument. The results were not reported to the physician(s). After a new flex was put on-board and a re-calibration was performed, each patient sample was reprocessed on the same date on the instrument and a higher correct result was obtained. There are no known reports of patient intervention due to the discordant, falsely depressed cyclosporine a results.